Event description:
Prodisc c implanted in 2009 at c4 - c5 was removed on (B)(6) 2011 due to continued symptomatology and slight anterior migration of the implant.

Manufacturer narrative:
The device history record was reviewed and no nonconformances were noted that would effect this reported event. Investigation could not be completed, no conclusion could be drawn as the device was not returned.